Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date for pelvic organ prolapse and mesh was used. The patient experienced pain and erosion of her internal bodily tissue. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent excision of exposed vaginal mesh on (B)(6) 2010 due to mesh exposure. No additional information has been provided.

Manufacturer narrative:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 for pelvic organ prolapse and mesh was implanted due to recurrent cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, vaginal bleeding, vaginal scarring, erosion of her internal bodily tissue and dyspareunia. It was reported that the patient also underwent pelvis physical therapy and surgical revision of the mesh on (B)(6) 2010 and (B)(6) 2011 due to exposed vaginal mesh. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2014-07611 and 2210968-2014-07608. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.